Event description:
Md at bedside placing PICC (peripherally inserted central catheter) line in right upper arm. Md verbalized PICC was hard to insert through introducer sheath, was flimsy and he could not get it to go in. He revmoved the stylet wire from the PICC and noticed a kink in the stylet wire. Stylet wire was placed in biohazard bag with original package.